Event description:
It was reported by provider that the (B)(4) concentrator still has the factory testing hours of 7 on it. He states the unit is alarming and shutting down. This is an out of box failure and is a rental unit. No additional information is available per the provider.